Event description:
It was reported that the bd syringe 5ml saline flush had a deformed plunger found before use. Verbatim: ¿complaint from reporting facility . The user complained that the plunger was deformed.

Manufacturer narrative:
H.6. Investigation: two photos were provided for evaluation. They show the plunger rod thumb press damaged. After the labeling of the syringe, the flow wrap packaging process is performed. When a syringe is not positioned in the right location, the mechanism doing the sealing of the flow wrap hits the plunger rod thumb press creating the damage shown in the photos. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml saline flush had a deformed plunger found before use. Verbatim: ¿complaint from reporting facility. The user complained that the plunger was deformed.